Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient underwent a device replacement procedure. The new device was connected to this chronic lead. System testing was performed with a 41 joule shock. After the capacitor charge was complete, therapy was attempted by the device but was unsuccessful. The physician noted a pop type sound came from around the pocket. The device was interrogated and a code was displayed indicating the device delivered a shock into a shorted lead condition. Another device was used and this chronic lead was programmed to single coil configuration. The proximal coil was surgically abandoned and a plug was placed in the proximal df1 port of the device. Subsequently, the shock impedance was 49 ohms and system testing with a 41 joule shock was successful. No additional adverse patient effects were reported.

Manufacturer narrative:
A request for additional information was made. Due to the current condition of the patient, no plan of action has been made at this time. Records indicate this system remains in service. This investigation will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was in cardiac arrest and was brought to the hospital by a family member. Cardiopulmonary resuscitation, restoration of spontaneous circulation with airway control, artificial breathing, cardiac massage, medication, and external defibrillation were administered which terminated the ventricular fibrillation (vf). On device interrogation, a code was displayed indicating the device delivered a shock into a shorted lead. The following morning, a code was displayed on the programmer indicating a charge time out had occurred. The patient had been seen approximately 6 months earlier for routine follow-up and no anomalies had been noted. Following the cardiac arrest, the patient was in a coma. Data was sent to boston scientific technical services (ts) for review. The device status was confirmed to be end of life (eol). The observed code was also confirmed, however based on battery status further information was unavailable.